Event description:
The patient called alleging erratic results on their one touch verio iq meter. The patient had obtained a 37 mg/dl and a 101 mg/dl within 20 minutes from one another. The patient denied seeking any medical attention or contacting their physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the results are greater than 20 mg/dl or 20%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips- 9/20/2012, meter- 9/27/2012.